Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 52 mg/dl, after which he ingested oral glucose tabs and subsequently removed the device; the event was associated with missed meal announcements and user-initiated setting changes, and the case was assigned for additional training. Symptoms included tiredness and irritability. Outcomes included transient blood glucose outside the target range for less than one hour without loss of consciousness, seizure, professional medical intervention, or hospitalization. Investigation included customer interview and training referral. Investigation of this case revealed user technique issues related to missed meal announcements and device setting manipulation that could contribute to algorithm-driven corrections and resultant lows. It was concluded that device function was not confirmed to be at fault and that user education and potential factory reset were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.